Manufacturer narrative:
Additional information provided. The actual device was not available; however, a companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater pressure leaking testing was performed with no issues noted. Functional testing was performed with no issues noted, which included clear passage testing, clamp function testing, and device-device interaction testing. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This occurred on an unknown date in (B)(6) 2016. A companion device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This occurred during priming. It was stated it was not sealed all the way. There was no report of patient injury or medical intervention associated with this event. No additional information is available.